Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times. This device is included in the mid-life display of replacement indicators advisory population.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) battery has reached end of life (eol) thus, alerting on latitude website as red alert. Additional information from the field representative that the ICD device was changed out and there were no complications noted. The ICD was out of service. No adverse patient effects were reported.